Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the returned components were examined visually. No destructive analysis was performed. Scratches and burnishing were observed on the articular and distal surfaces of the tibial insert. The post of insert was fractured and experienced damage, deformation, and burnishing. No material or manufacturing deviations were discovered in this investigation. The clinical/medical evaluation concluded that this complaint from the united states reports that a journey knee implanted in 2007, was revised in july 2020, because the patient presented with it ¿jumping the post¿. The prosthesis was insitu for about 13 years. Intraoperative pictures were provided for review. The primary implantation operative report was provided for review. The implantation report did not indicate any inconsistencies related to the surgical technique. The impact to the patient beyond the revision surgery and recovery cannot be determined. Smith and nephew has not received adequate materials (revision operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. In conclusion, based on the available information, the root cause of the components ¿jumping the post¿ cannot be concluded and time in situ of 13 years and change in knee laxity over time cannot be ruled out as a factor . There was no report of trauma nor any report of this patient¿s activity level. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that primary knee procedure was performed on (B)(6) 2007, patient presented as jumping post. Revised to a journey 1 revision articular insert.